Event description:
Customer reported the insulin pump had cosmetic damage. Customer's blood glucose was 64 mg/dl. Cracks are on the case of the insulin pump, lcd screen, and in the reservoir compartment. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window. The device was received without original belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.